Event description:
According to the facility on 7/15, "there was a foley balloon pinhole leak and the foley was replaced."

Manufacturer narrative:
According to the facility on 7/15, "there was a foley balloon pinhole leak and the foley was replaced." A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.